Manufacturer narrative:
The computer was returned to the manufacturer for analysis. No fault was found. The computer booted normally to the application screen and no unresponsiveness was observed during testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system became unresponsive when powered on. It was reported that restarting the navigation system restored functionality. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.